Event description:
It was reported that the implantable pulse generator (ipg) exhibited a false low impedance alert. It was also reported that the right ventricular (rv) lead exhibited high thresholds since implant which had reduced. It was also reported that the right atrial (ra) lead exhibited high thresholds approximately two weeks post implant and had exhibited a lead position check failure, undersensing leading to inappropriate atrial pacing and no capture at max output. The ra lead was programmed off and the ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.